Manufacturer narrative:
Select patient information cannot be provided, due to regional privacy regulations. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced no communication pump to the transmitter. The customer reported, no adverse event. The event involved product(s) mmt-7841zw. The troubleshooting was performed. And the customer reported, the transmitter did not blink, when connected to the sensor. The transmitter led light blinked, when reconnected back to the sensor, but the transmitter was not communicating with the pump. Deleted transmitter serial number and repaired transmitter to pump. The transmitter began working as expected. No harm requiring medical intervention was reported. The customer will discontinue using the device. And was advised to revert to the backup plan, as per healthcare professional instructions. Mmt-7841zw was requested. And the customer response was, that the device will be returned.